Manufacturer narrative:
Visual inspection of the returned device revealed that the shuttle was engaged to the handle. The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed, pressure was held with proper functioning of the inflation indicator. The balloon was verified in a 6.15mm go/ 5.75mm no go gauge to be within specification. The review of the lhr (lot f1326605) indicated that the device lot met all established performance criteria prior to shipment. Based on the information received and the investigation performed, the cause of the reported device pull through was significant tension during pull back. It was reported that the aci clinical specialist was present for this procedure and witnessed the physician applied too much tension and pulled the balloon through the artery.

Event description:
It was reported by the aci clinical specialist that a (B)(6) male patient underwent a diagnostic peripheral procedure on (B)(6) 2013. Access was obtained at the common femoral artery. Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the closure was unsuccessful and resulted in 20 minutes of manual pressure. No hematoma was observed. The patient was ambulated and discharged to home the same day with no clinical sequela noted. The aci clinical specialist reported that he was present for this procedure and witnessed the physician apply too much tension and pulled the balloon through the artery resulting in the need for manual compression.